Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging the device was in use with a homecare patient when one half of the device neckflange broke away resulting in decannulation of the patient. The patient's mother reported that upon discovery of the decannulation, the patient's blood oxygen saturation level had decreased to near 60%. The mother identified the damage to the flange and performed and emergent exchange of the tracheostomy tube. The mother reported that during the event, the patient's blood oxygen saturation levels decreased to 50% and the patient had turned gray in color. The patient's homecare nurse stated that no permanent adverse effects to the patient have been observed.